Event description:
Reportedly, when interrogating a pacemaker, the memories window was only displayed on the top left corner and the remaining part of the screen was black.

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - since no expertise files nor further information concerning the reported issue could be provided, the reported event could neither be confirmed nor investigated. - the case is therefore closed as is; it will be reopened should any new relevant information be provided in the future.